Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient died, but there was no further details given. Patient's grandchild was wanting to return the product. Caller stated that the product (a pdm and 4 boxes of pods) was not opened, nor used. No additional information provided or able to be obtained.